Event description:
It was reported that during the procedure the distal tip of the ultrasonic scalpel broke off into he patient. The piece was easily retrieved and there was not patient injury reported by the facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention, the tip of the blade was broken off and the blade exhibited a gouge at the fracture site. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solidsurface or object. Ascent's instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.